Event description:
It was reported in a hospital implant registration form that the right atrial (ra) exhibited atrial undersensing during atrial fibrillation (af) episodes. The ra lead was programmed off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).